Manufacturer narrative:
Insulin pump received with a blank non-flashing white lcd display with vertical or horizontal white lines due to cracked lcd glass. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test or verify missing segments due to blank display. Insulin pump also received with scratched case, pillowing keypad overlay, faded end cap address label, and minor scratched lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had partial display and. The customer's blood glucose level was 404 mg/dl and now it was 324 mg/dl. The customer reported that they fell down on top of the pump and the pump started to beep and the screen was solid white. The insulin pump will be returned for analysis.